Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was experiencing blood glucose (bg) levels in the 400 mg/dl range and was borderline for diabetic ketoacidosis. The customer did not think that the basal insulin was being delivered as the bg level was managed with a bolus via the pump. The customer has replaced the supplies to the pump and saw no issues with the supplies. The customer reverted to using insulin injections to manage diabetes. Tandem technical support had the customer perform a system check and the pump was found to be functioning as expected. However, the time on the pump was found to be incorrect.